Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as unknown. The previous surgery and the surgery detailed in this event occurred 9 months and 1 week apart. The healthcare professional indicated that there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was a ncmr#47545 associated with the part #509-02-032, ar, small socket insert, 32mm neutral eplus ,which documents that out of 20 parts lot, all were rejected due to labelling issue as international symbols were incorrect. Later the rejected parts were reworked and accepted after proper justifications through spar. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as unknown. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision srugery - due to unknown reasons.